Event description:
It was reported to medtronic neurosurgery that the pt's lumboperitoneal shunt had been implanted backwards by the physician. According to the report, the valve was explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.